Manufacturer narrative:
Investigation is ongoing. UDI # (B)(4).

Event description:
During a transfemoral procedure, an unsuccessful attempt was performed to insert a 16fr esheath after successful insertion of the 16f dilator. The sheath wouldn't advance past the 7.4 mm circumferentially calcified lcia. An 8x4 mm peripheral balloon was used to pta the lcia, a new 16f esheath was successfully inserted without incidence. The valve was successfully deployed after a post dilation. The patient was transferred for post management care. Upon visual inspection of the first sheath, the tip was split, and the end of the sheath was snagged. There were no patient complications. The sheath was discarded. Of note, the patient was discharged 2 days post procedure.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photo was provided and shows the esheath after being used in the procedure with the introducer inserted through the esheath. The photo reveals that the distal tip is split with deep scratches along the sheath. Additionally, a 3mensio shows the patient anatomy as calcified and tortuous. During the manufacturing process, inspections are in place to detect defects. The sheath shaft is 100 % visually inspected per procedure. During manufacturing of the sheath shaft component, the esheath tip is inspected per procedure. During the final inspection, the entire sheath undergoes 100% inspection by both manufacturing and quality for defects per procedure. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of lot history for the work order did not reveal additional complaints for this reported event. A review of complaint history from april 2019 ¿ march 2020 revealed additional returned complaints for the esheath (all models and sizes) for the reported event. However, no manufacturing non-conformances were identified in the returned device. Available information suggests that procedural/patient factors contributed to the event. A review of complaint data for march 2020 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category. The esheath IFU, device preparation manual, and training manual were reviewed for device preparation and use instructions related to the reported event. The procedural training manual provides guidance on the esheath introducer set and contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. If necessary, appropriately dilate the vessel by inserting the dilator past the aortic bifurcation, a second dilator may or may not be included with the system for vessel dilation and if the same dilator is used for vessel dilation and sheath insertion, check to ensure dilator has not been damaged before inserting into sheath. During sheath insertion additional considerations are: know position of sheath tip in the aorta, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification, do not force sheath and once inserted, suture the sheath in place. The minimum required vessel diameter recommended for a 16fr sheath is 6.0mm. No IFU or training deficiencies were identified. The complaint was confirmed based on the imagery provided. Investigation complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. As reported, ¿the sheath wouldn't advance past the 7.4mm circumferentially calcified lcia¿. From the provided 3mensio imagery, the patient had heavily calcified and tortuous lcia. These conditions can create challenging and difficult pathways for the sheath to pass through. It is likely that the distal tip may have come into contact with calcification preventing the sheath from further advancement. The deep scratches observed along the shaft further support the interaction between the calcification and the sheath. The subsequent device manipulation to overcome the resistance, may have caused the sheath distal tip to split. In this case, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (excessive manipulation) may have contributed to the complaint events. However, a conclusive root cause is unable to be determined. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified. The occurrence rate did not exceed the trending of march 2020 control limits; therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.